Manufacturer narrative:
The insulin pump was received with operating currents within specifications. It passed rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, device had no tone was noted during selftest. Device was received with minor scratched display window, case and keypad overlay texture damaged.

Event description:
The customer reported via phone call indicating that the insulin pump had no audible tone. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. It passed rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, device had no tone was noted during selftest. Device was received with minor scratched display window, case and keypad overlay texture damaged.